Manufacturer narrative:
A supplemental MDR is being submitted due to engineering pre-decontamination findings. Sections b5, g6, and h2 have been updated.

Event description:
Engineering pre-decontamination evaluation found the distal tip was also split.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The 14f esheath+ was returned with the liner fully expanded, there was a stress mark on the hdpe that was approximately 1.25 inches from distal strain relief, the distal tip was torn radially and axially, all score lines were present, there was hdpe stretching along distal tip tear, there was a distal tip split, there was minor soft tip damage, and multiple deep scratches on the sheath shaft. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided that aligns with the returned condition of the device. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented and/or by other manufacturing-related factors being investigated. Additionally, patient factors such as challenging anatomy (tortuosity, calcification) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The complaint for sheath distal tip split was confirmed based on returned product evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Evaluation of the returned device revealed presence of a distal tip split. Review of the provided CT revealed tortuosity and calcification in the patients access vessels and abdominal aorta. Calcification and tortuosity can subject the sheath to suboptimal angles during insertion, advancement, and/or withdrawal that can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the observed split tip. In addition, sharp nodules of calcification can damage the sheath tip or shaft through direct contact. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia valve when the valve was on the 23mm commander delivery system (ds) the physician felt the valve jump forward while introducing the tavr device into and through the 14f esheath+. Upon removal of the sheath after successful valve deployment, the distal tip of the sheath was torn. There was no increased resistance while removing the ds from the sheath. There was no injury to the patient, and the valve was successfully implanted. Imagery of the device shows a distal tip tear after use.